Manufacturer narrative:
The microcatheter has been received for evaluation. Once evaluation has been completed a supplemental report will be submitted. Mdrs from this event: 2029214-2017-00875 and 2029214-2017-00876. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter broke proximal to the detachment point when retracting after onyx was delivered. No injury reported. The patient was receiving onyx embolization to treat a fistula that was fed from 3 areas. The reported device and accessory devices were prepared per the IFU and the catheter was flushed as indicated. There was no friction or difficulty during injection and injection waiting time was no longer than 2 minutes at a time. Injection was stopped when reflux on the catheter began to occur. The reflux was slightly proximal to the proximal marker of the microcatheter. Several short injections were performed after the reflux was observed. Force was applied during removal of the microcatheter and the tip was entrapped. The broken segment remains in the occipital artery.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the apollo micro catheter was returned for analysis and the clinical observation was confirmed. Approximately 18.0cm of the apollo micro catheter distal floppy segment with detachable tip was found to be separated and missing from the micro catheter. This missing segment was reported to remain within the patient. The onyx was not returned as it was consumed in the event. However, onyx residue was found within the apollo micro catheter hub. The apollo micro catheter body was found to be stretched at ~6.7cm from the distal end. The tubing material of the separated end of the apollo micro catheter exhibited with stretching and jagged edges within the inner elliptical wire exposed. No other anomalies were observed. It is likely that the apollo micro catheter became entrapped due to excessive onyx reflux. It is also likely the patients reported severe vessel tortuosity contributed to the entrapment of the apollo micro catheter. Consequently, excessive tension was then applied to the apollo micro catheter resulting in the separation of the micro catheter shaft. It is likely the apollo micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). All products are 100% inspected for damages and irregularities during manufacture. Per the apollo IFU (instructions for use): ¿regardless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation, proximal to the detachment zone. Per the onyx les IFU: ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment.¿ if information is provided in the future, a supplemental report will be issued.